Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate. Per follow up information received via email on 11nov2025, it was reported that all products required removal from the patient and a replacement catheter placed.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 8266921 was initiated to address the reported event. Received 3 all silicone foley catheter attached to drainage bag with two labels. Verified material number a947314, material number for catheters 175814, batch number ngks3877 and manufacturing lot numbers ngkr1769, ngku1963. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the balloon was not rupture. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the solution leaked into the drainage funnel and from the drainage eye, balloon didn¿t inflate. This is out of specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." This specific complaint allegation was part of a broader investigation captured in CAPA 8266921. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have had three more product concerns completed on the bard sure step foley catheter tray. All three defective foleys have been saved and are available for pick up or to be sent with a shipping label. Product concerns have been completed on all three. The balloon had either deflated and the catheter spontaneously expelled, or the fluid is spraying out of the y site when trying to inflate. Per follow up information received via email on 11nov2025, it was reported that all products required removal from the patient and a replacement catheter placed.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 8266921 was initiated to address the reported event. Received 3 all silicone foley catheter attached to drainage bag with two labels. Verified material number a947314, material number for catheters 175814, batch number ngks3877 and manufacturing lot numbers ngkr1769, ngku1963. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the balloon was not rupture. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked into the drainage funnel and from the drainage eye, balloon didn¿t inflate. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." This specific complaint allegation was part of a broader investigation captured in CAPA 8266921. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.